Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the surgical staff noted that the fenestrated bipolar forceps instrument was installed on the patient side manipulator 2 (psm2) but the instrument failed many times to be recognized by the system. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument was put on an in-house system and the instrument failed recognition and engagement. An additional observation not reported by site was that the instrument's grip tips had mechanical indentations/burrs. Both grips exhibited indentations. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. Additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.